Event description:
After surgeon injected newly implanted lens, it was noticed one of the haptics was broken off the lens. Lens explanted and new lens implanted without incident.====================== manufacturer response for intraocular lens implant, acrysof iq iol 24.0 d======================alcon sales representative notified of continued problem with haptic breakage. Rep will be overnighting 2 new lens injectors to try. Rep will pick up explanted lens and cartridge.